Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for spinal pain. They reported that their implant would take a charge but seemed not to power on. Patient stated that they put new batteries in the programmer and the screen did not light up anymore. When asked, patient stated that usually they could turn the implanted neurostimulator on when charging, but the programmer was not powering on. Pt confirmed on the recharger they saw the implant battery icon with a lightning bolt, confirming stimulation was on. Agent understood pt usually would use the programmer to power stim on, and explained stim is on but the programmer wasn't functional, which pt agreed and said they were in pain (understood that pt couldn't adjust stimulation). The issue was not resolved. An email was sent to the repair department to replace the device.